Event description:
It was reported that the ilet device¿s touchscreen was found cracked upon waking and the screen became unresponsive, consistent with a fracture of the touchscreen; the user believed the device may have fallen from the charger, and the device had been synced before it shut down. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including photos. Investigation of this case revealed a stress-related problem affecting the touchscreen consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The device will be returned and a replacement was provided.

Manufacturer narrative:
Initial.